Event description:
IV pump channel turned red, pump not functioning, removed from use. Dose of amount: d5ns 60 ml/hr; frequency: continuous; route: IV. Dates of use: (B)(6) 2014. Diagnosis or reason for use: gangrene right foot.